Event description:
On 08/27/2012, clinic notes were received regarding this vns patient. Notes dated (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012 all indicated that the patient had osa, obstructive sleep apnea. Attempts for additional information have been unsuccessful.